Manufacturer narrative:
This report is being filed on an international product; list number 06c36 that has similar products distributed in the us, list numbers 01l80 and 04p53. An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation is in process.

Event description:
The account generated a (B)(6) architect (B)(6) (0.04 iu/ml) result on patient who historically tested (B)(6) in 2011, 2012 and 2015. Additionally, the account performed (B)(4) confirmatory neutralization on the patient sample with a (B)(6) result. No impact to patient management was reported.

Manufacturer narrative:
The ticket searches determined that there is no unusual activity for the likely cause lot. The complaint trending report review determined that there is no non statistical or adverse trend for the issue for the product. As no sample was available for return, clinical sensitivity performance testing of commercially available seroconversion panels was performed using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. Data provided within the complaint ticket indicates a general decrease in hbsag levels for this patient over the past few years from 1.31 iu/ml in 2011 to 0.25 iu/ml in 2015. Therefore, it is possible that hbsag levels for this patient have continued to decrease since 2015, which may explain why current values being observed (0.04 iu/ml) are borderline non-reactive. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, a systemic issue and/or product deficiency was not identified.